Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that: on (B)(6) 2012 the patient underwent a lumbar laminectomy procedure. The procedure included the placement of a metal plate. On (B)(6) 2012 the patient was diagnosed with lumbar stenosis and instability at l4-l5. The surgeon performed an exploration of lumbar fusion with lumbar laminectomy of l4-l5, and the existing plate was removed and re-implanted during the same procedure securing it with a new set screw. The nurse's notes and operative report dated (B)(6) 2012, reflects the "laparotomy drape discovered to have hole near start of case, possible drape defect when unfolded, tegaderm placed over site, wound class changed, the surgeon informed." On (B)(6) 2012, the patient was discharged home with a fever of 101, on cipro, and with instructions to follow up with office appointment with the surgeon in 10-14 days. On (B)(6) 2012 the patient presented for a follow-up visit and for removal of sutures. On (B)(6) 2012 the patient experienced fever chills, pain and difficulty walking. On (B)(6) 2012 the patient was readmitted with a diagnosis of (B)(6), a fever of 101.9 d egrees, low back pain and diagnosed with a post-operative wound infection, requiring additional treatment. MRI study with and without contrast of the infected site was conducted which stated "there is a postoperative fluid collection centered in the region of the interspinous fixation, which extends anteriorly on the right , through the laminotomy defect and right lateral epidural space to the right central disc margin." On (B)(6) 2012 the patient underwent follow-up surgery for debridement of the lumbar spine surgical wound which had begun draining and was infected. On (B)(6) 2012 the patient underwent MRI of the lumbar spine which revealed psoas muscle and epidural abscesses. Fever and back pain persisted. On (B)(6) 2012 the patient was readmitted due to a fever of 103 degrees and back pain. The lumbar surgical site was confirmed infected again and a diagnosis of vertebral osteomyelitis was made at l4-l5 with (B)(6) of the psoas muscle, requiring additional treatment. A MRI from this date showed " findings consistent with l4-l5 diskitis and vertebral osteomyelistis" and "overall phlegmonous change within the epidural space has increased as well as resultant narrowing of the thecal sac." On (B)(6) 2012 the patient was readmitted with severe pain and received a diagnosis of osteomyelistis/diskitis. An MRI study confirmed the infection was progressing. On (B)(6) 2012 the surgeon performed another follow-up procedure to remove the reused plate, placed on (B)(6) 2012. The procedure included further laminectomy and debridement as well as diskectomy. Post operatively the patient reported that his pain was much improved with removal of the plate.